Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl they corrected with manual injection and blood glucose went down to 526 mg/dl. The auto mode was active. Customer stated that insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer also stated that insulin pump received insulin flow block alarm. The insulin pump will not returned for analysis.